Event description:
Per the practitioner, when pulling biopsy device back into distal tip of introducer sheath, the distal tip of sheath cracked/split. Removed successfully from patient without obvious injury, but potential exists for injury to the heart and vessels and there is a potential for retained pieces. There was no obvious injury or missing pieces found with an inspection performed. This is a replacement product for one on backorder.